Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the complaint a 4.0mm resector cutter formula was visually inspected under microscope. The inner tip broke and was received. The probable root cause/s could be excessive force applied by the user, the blade comes contact with a hard object. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the inner sheath ate the outer sheath.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection the complaint a 4.0mm resector cutter formula was visually inspected under microscope. The inner tip broke and was received. The probable root cause/s could be excessive force applied by the user, the blade comes contact with a hard object. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the inner sheath ate the the outer shealth.